Event description:
The customer observed a false positive architect rubella igg result while running on the architect i1000sr analyzer. The following data was provided: patient rubg: initial result: 35.8 iu/ml; repeat result: 2.90 ui/ml (reference range: 0.0-4.9 ui/ml is negative, 5.0-9.9 ui/ml is grayzone, >/= 10.0 ui/ml is positive) there was no impact to patient management reported.

Manufacturer narrative:
All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Service inspected the analyzer and performed troubleshooting procedures including part replacement (in service ticket (B)(4)). However, no single definitive part was determined to be the likely cause. The arc i1000sr intgr (01l86-40) serial number (B)(6) was considered to be the likely cause. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6), as described in this complaint. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. There have been no further documented occurrences of discrepant results since the instrument was serviced. The complaint activity was reviewed and identified no tickets associated with erratic or discrepant rubella igg results as described in the current complaint. Tracking and trending were reviewed and did not identify and related trends. The device history records were reviewed and did not identify any non-conformances, potential non-conformances, or deviations for the product for the issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect i1000sr analyzer, serial number i1sr54184 was identified.